Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. According to the patient, on (B)(6) 2025 around 8:30am the patient felt dizzy and nauseous. The patient¿s daughter in law found her unconscious. When the patient regained consciousness, they performed a fingerstick and the bg was 400 mg/dl while the cgm showed 130 mg/dl. While still being dizzy, the patient and her daughter-in-law decided to go to the doctor's clinic. The clinic staff noticed that there's something wrong with the patient, so they called 911. The paramedics transported the patient to the hospital. The patient was admitted into the ICU due to having dka. While in the ICU the cgm was removed and a fingerstick was done and the bg was 400 mg/dl. The patient was treated with IV fluids, however, is unable to recall the name. The patient was also treated continuously with humalog and basaglar pen injections. The patient was discharged from the hospital on (B)(6). The patient was still feeling weak but was better. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values taken at the onset of symptoms fall within the c zone of the parkes error grid. There was not a complete set of reported glucose values taken in the ICU available to search within the parkes error grid calculator. No additional patient or event information is available.